Manufacturer narrative:
A supplemental report is being submitted for product analysis. Product event summary: the pump (B)(6) and three (3) controllers (B)(6) were not returned for evaluation. Log file analysis revealed (B)(6) was the patient's primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed one (1) high watt alarm, three (3) vad disconnect alarms, and one (1) vad stopped alarm were logged on 30/may/2023; log files revealed power consumption within the normal operating range leading up to 30/may/2023. The high watt alarm was logged at 01:01:22 with a spike in power consumption above 52 watts. This was followed by the a vad disconnect alarm logged at 01:01:28. This vad disconnect alarm were most likely a false alarm, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering vad disconnect alarms, even if the driveline was still physically connected to the controller. The vad stopped alarm was then logged at 01:01:49 indicating a failure of the pump to restart after multiple attempts. This vad stopped alarm was followed by two (2) vad disconnect alarms indicating a physical disconnection of the driveline from the controller and two (2) controller power up events without pump start event, logged on 30/may/2023 since 01:04:59, likely due to troubleshooting and/or the reported controller exchange attempt. Log files associated with (B)(6) revealed a controller power up event without a pump start event was logged on 30/may/2023 at 01:05:36, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 01:05:51, indicating the controller was powered on without the driveline connected. The vad disconnect alarm was cleared at 01:06:11, indicating the driveline was connected to the controller due to a controller exchange. Log file analysis associated with (B)(6) then revealed six (6) additional vad disconnect alarms and four (4) vad stopped alarms were logged on 30/may/2023. Three (3) vad disconnect alarms were logged at 01:06:45, 01:07:04 and 01:08:09. These vad disconnect alarms were most likely a false alarm, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. A controller power up was logged on 30/may/2023 at 01:07:55, indicating a loss of power to the controller. Prior to the loss of power, log files revealed safety alert word (saw) values were recorded involving (B)(6), indicating overcurrent alerts. During the attempted pump start event, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the cont roller. A vad stopped alarm was logged at 01:08:58 indicating a failure of the pump to restart after multiple attempts. This vad stopped alarm was followed by an additional controller power up events recorded at 01:09:47 likely due to troubleshooting. One (1) vad disconnect alarm was recorded at 01:10:09 indicating it most likely a false alarm, given that the speed recorded at the onset of the alarms was higher than the set speed; this indicates that a possible loss of synchronization of commutation occurred. This was followed by five controller power up events recorded between 01:11:20 and 01:19:06 and three (3) vad stopped alarms recorded between 01:11:59 and 01:16:22 indicating a failure of the pump to restart after multiple attempts, likely due to troubleshooting. Two (2) additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and two (2) additional controller power ups without pump start events, were recorded on 30/may/2023 since 01:18:24, likely due to troubleshooting following a controller exchange attempt. Log files associated with (B)(6) revealed a controller power up event without a pump start event was logged on 30/may/2023 at 01:18:41, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 01:18:48, indicating the controller was powered on without the driveline connected. The vad disconnect alarm was cleared at 01:19:05, indicating the driveline was connected to the controller due to a controller exchange. Log file analysis associated with (B)(6) then revealed one (1) vad stopped alarm and two (2) vad disconnect alarms were logged on 30/may/2023. The vad stopped alarm was recorded at 01:19:26 indicating a failure of the pump to restart after multiple attempts. The controller remained connected to the patient with the active vad stopped alarm until a vad disconnect alarm was logged 15:58:23, indicating a physical disconnection of the driveline from the controller likely due to troubleshooting. Three (3) additional controller power up events without pump start events recorded between 16:05:56 and 16:09:48, and one (1) vad disconnect alarm recorded at 16:08:52 indicating the controller was powered up without the driveline connected, were recorded likely due to troubleshooting of the controller after the controller was removed from use. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the observed high power event. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible cause of the initial vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the observed controller power up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of fca cvg-21-q3-21 [sub group 2]. CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop alarm and the vad stopped. The primary controller was exchanged, but the vad did not restart. Two backup controllers were also exchanged and the vad did not restart.  The vad remains implanted and is out of service and the three controllers were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-jan-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): a141204 h6: FDA device code(s): a141203 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018/ serial or lot#: con306949 UDI #:00888707001700 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): a141204 h6: FDA device code(s): a141203 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: con417661 UDI #: 00888707007658 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-jan-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): a141204 h6: FDA device code(s): a141203 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is alive.